Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a fault # 65 (pressure solenoid failure). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed in system fault log error 65: pressure solenoid failure. The drive manifold was replaced per latest service manual and this corrected the issue. The fse used 3 screw concealment labels. The device passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). A getinge field service engineer (fse) confirmed in system fault log error 65, pressure solenoid failure (k8). In order to fix the issue he replaced drive manifold (d104-00-0018) per latest service manual, this corrected issue. Consumed 3 screw concealment labels. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the drive manifold in the failure analysis and testing department per procedure. The failure analysis and testing dept. Received part number: 0104-00-0018, serial number: (B)(6) with a reported unit failure of code 65, k8 failure. The failure analysis and testing dept. Installed part number: 0104-00-0018 drive manifold serial number: (B)(6) into the cs 300 test fixture serial number: (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number: 0070-00-0689 rev. V. The failure analysis and testing dept. Could not replicate the reported failure of code 65, k8 failure after extensive testing and run in of the cardiosave. The drive manifold passed testing. Retaining the drive manifold in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Ak.